Event description:
During a laparoscopic cholecystectomy on an unknown date the clips from the er320 were "spitting out of the jaws. The clips were not seating properly in the jaws and they would not form properly when fired. The device had been used on the cystic duct and artery and it had worked well. When the surgeon attempted to control some bleeding later in the case the problem resulted. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H4: d5 information unavailable. H6: code 400(other): yielded jaws. Based upon the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.